Event description:
A 4.0 mm diameter x 9 mm length driver rx coronary stent delivery system was inserted into a patient for the treatment of a proximal left main coronary lesion. It was reported that delivery system was inserted to the lesion site, and after balloon inflation, the physician noticed that the stent was not on the balloon. The stent was not found inside or outside of the patient. A second driver rx was opened and used to successfully complete the case. The patient is reported to be stable.

Manufacturer narrative:
Evaluation summary: medtronic has received the device and its analysis has been completed. The stent was not returned. There was solution present within the inflated balloon. As per the event description, the device has been used in the patient, and the physician could not view the stent. The stent could not be found either inside or outside the patient. From review of the returned device it was possible to see evidence of bake impressions on the deflated balloon. Crimp impressions were visible on the inner member of the device. Communication received from the field confirmed that "no issues were noted in removing the device from the hoop or in removing the protective sheath. The device was 'not really' inspected after removal of the sheath. No resistance was noted when loading the device during the procedure." From the info received, it is possible that the stent was removed from the balloon, during removal of the protective sheath, and discarded with the sheath; however, this cannot be confirmed. Please note that this device (lot number 0000676246) is distributed outside the united states.